Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event ¿pixel in the image is missing¿, was determined to have probably occurred due to impact from that the liquid crystal that failed. The defect is not caused by misuse of the user. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the monitor was missing pixel in the screen. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.